Manufacturer narrative:
Concomitant medical products: dtma1qq crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged during a device generator change out. The lead was not repositioned at the time because it was still within the posterolateral vein branch and it was functioning appropriately. One week after the generator change out, the patient experience fatigue. It was noted that the lv lead was in the atrium and it was no longer capturing in the left ventricle. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.